Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported tear or break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties were due to case circumstances.

Event description:
It was reported that the procedure was to treat a renal artery. During advancement of the 6.0 x 15 mm herculink elite stent delivery system (sds) it was observed on angiography that there was a buckling or bowing of the distal end of the catheter and what appeared to be a short wire sticking out proximal to the rapid exchange port. There was no resistance felt during advancement. The sds was removed from the anatomy in one piece without any adverse patient effects. It was believed that either the inner member had separated and that could be the small wire that is sticking out from the shaft. A new same size herculink sds was used to successfully complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.